Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I felt like I had hot coals in my pelvis') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("degenerative disc disease") and artificial menopause ("menopause"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain was resolving and the fibromyalgia, intervertebral disc degeneration and artificial menopause outcome was unknown. The reporter considered artificial menopause, fibromyalgia, intervertebral disc degeneration and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: adverse event, fibromyalgia, intervertebral disc degeneration, menopause, nausea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Case became serious incident. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I felt like I had hot coals in my pelvis') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate; paracetamol (norco) for pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("degenative disc disease") and artificial menopause ("menopause"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain was resolving and the fibromyalgia, intervertebral disc degeneration and artificial menopause outcome was unknown. The reporter considered artificial menopause, fibromyalgia, intervertebral disc degeneration and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: adverse event, fibromyalgia, intervertebral disc degeneration, menopause, nausea and pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.